Event description:
This is a report of a home patient (hp) who was feeling weak and had not been eating, wanting to go to the hospital. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent. A service history review was performed and did not show a relationship or potential cause of this complaint related to repairs that have been made to the device.

Manufacturer narrative:
(B)(4). The cause of the patient feeling unwell was undetermined. Review of the manufacturing records, service dates and activities revealed the previous return of the device was not for the reported problem. If additional relevant information is received a follow-up will be submitted.